Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male patient in cardiac arrest, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.